Event description:
Reportable based on device analysis completed on 11-jan 2022. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The 16 x 3.00mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 20 x 3.00 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with different device. There were no patient complications were reported and that patient status was stable. However, returned device analysis revealed hypotube detached and stent damage.

Manufacturer narrative:
The promus select ous mr 20 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts were lifted at its proximal end and in the mid section of the crimped stent. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. The device was received in two sections as a result of a break in the hypotube. The break was located at 19cm distal to strain relief. Both sections of the hypotube were kinked at various locations along their lengths. A microscopic examination of the break site identified no issues with the hypotube which could have contributed to the break. The break appeared to have resulted from excessive force having been applied to the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.